Manufacturer narrative:
The pod was returned with the needle mechanism fully deployed. The needle mechanism was also free of any damages and defects that would have led to the reported dislodging of the cannula. The exact cause of the reported event could not be determined. The device was received with the adhesive pad, no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.\ inspection of the pod found the exposed portion of the soft cannula to be damaged. This damage caused fluid to exit the fluid path early. Due to the external nature of the damage, the exact cause and timing of the cannula damage cannot be confirmed. This damage cannot be confirmed as the root cause of the user reported events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. As treatment a new pod was applied.